Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) due to atrial fibrillation (af) and myopotential noise that contributed to the uncorrelation. The technical services (ts) recommended to reprogram the device and discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.